Event description:
It was reported that at device implant, during defibrillation threshold (dft) testing the device was not able to shock the patient out of ventricular fibrillation (vf.) Therefore a superior vena cava (svc) lead was added and the device successfully terminated with additional joules safety margin remaining. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.